Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had programming error. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the customer is requesting a log review following having a different value programmed on the pump than what was ordered during a norepinephrine infusion. The patient developed a significant arrhythmia associated with the dose that resolved when the medication was either stopped or adjusted in dose. Although requested, additional information was not provided.